Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
It was reported that during treatment a blood leak was observed outside of the fibers and was visible. The pt's estimated blood loss was between 100cc and 150cc. The pt did not experience any adverse side effects. Sample available for return.